Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 400 mg/dl. Customer reported that the infusion set cannula was bent. Customer declined troubleshooting for high blood glucose. Customer experienced issues with serter during use. The insulin pump will be returned for analysis.